Manufacturer narrative:
--

Event description:
Approximately one week later, the patient was seen again for defibrillation threshold (dft) testing per normal hospital protocol. Shock impedance measurements were normal and charge times were 3.9 seconds following a 21 joule shock. The field representative did another manual capacitor reformation with the device and everything was normal.

Manufacturer narrative:
This device remains implanted at this time. Should additional information become available, our report will be updated.

Event description:
Boston scientific received information that a field representative expressed concern that this device, which was attempted to be retrieved from hospital inventory as a precautionary measure due to a test artifact during a manufacturing test, was implanted in this patient. The representative performed three manual capacitor reformations to confirm device functionality and charge times. The capacitor reformations confirmed that charge times were appropriate. There was no indication that device functionality was impacted and the device is performing as expected. Current analysis of the test artifacts indicates that there is no immediate risk to patients with implanted devices and there have been no reports of unusual behavior in any of the implanted devices at this time.